Event description:
Legal case ¿ USA (master case no. (B)(4). It was reported via legal documentation that approximately 64 months after a right total hip replacement procedure, the patient has experienced prosthesis wear, pain, swelling, instability, osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
A d1 added device name. H6: corrected the following: health effect - clinical code. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.